Event description:
The vtun catheter was implanted at approximately 7:00pm on (B)(6) 2016 and the reading was 4mmhg upon leaving the theatre post implantation and stabilized to 0, -1, -2 by around 9:00pm once in ICU. At 7am on (B)(6) 2016, the reading dropped to -4mmhg followed by a drop to -35mmhg at 7:10am. There was a catheter failure message and subsequently the monitor was turned off and the nursing staff relied on fft manual icp readings. At around 9:00am, the sales representative arrived and they turned on the monitor and it was reading 135-145mmhg while the evd transducer reading was 0mmhg. Note: upon implantation, there were 2 attempts to place in the ventricle and in between, the catheter was flushed with ringers prior to reimplanting. Patient outcome reported as "satisfactory" hospital discarded the product.

Manufacturer narrative:
Integra has completed their internal investigation on 02 nov 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the received vtun catheter sn (B)(4) was tested with the cam02 monitor: initialization passed, however the icp value displayed 51mmhg instead of zero, without error message on the monitor. The eeprom has been read out and found within specifications. The eeprom data of the received catheter were compared to the eeprom data used during manufacturing: icp offset and bridge resistance showed differences that are consistent with the initialization and zeroing procedure performed at hospital. The catheter was programmed with the original eeprom data and tested on the monitor: initialization and zeroing procedures passed, icp displayed -1/0mmhg. After test on monitor, the eeprom has been read out: icp offset differs from the previous value. Bridge resistances were verified and found within specifications. The catheter was within specifications at time of manufacturing as shown on the device history records, and was reported to work correctly for 24hours before giving inaccurate values. The device was manufactured by (B)(4). Vtun sn (B)(4) was received and is part of lot 180615, released in september 2015 and including (B)(4) vtun. No similar complaint was received from this batch. The review of database since 2013 revealed a total of five (5) similar complaints (including this one) of vtun initially working then stopped working properly. One received in 2013 ((B)(4)), none received in 2014 ((B)(4) units sold), two received in 2015 ((B)(4)), two (2) in 2016 ((B)(4)). No trend is observed. The complaints were verified in one case. The rate for verified complaints of vtun failure when starting is therefore (B)(4). Conclusion: the complaint is verified but the exact root cause of the icp value offset could not be determined by the investigation. Manipulations of the catheter could lead to malfunctions. Given the investigation results and the history of use of the device, no further investigation nor corrective action is deemed required. Such complaints will be trended